Event description:
A pmcf was received. Radiographs taken 3 weeks post-op note bending of the proximal portion of the ttc nail. A thin zone of lucency noted at the distal portion of the im nail and distal interlocking peg. No significant osseous bridging at the arthrodesis sites. No hardware fracture noted.

Manufacturer narrative:
H6 4247 . A limited investigation was able to be performed with no results able to be obtained.